Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: after battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to blank display. Unit received with minor scratched lcd window, cracked keypad at select button, scratched keypad overlay, cracked case(battery tube) and cracked retainer.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.